Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by a diabetes care manager that the customer had 3 severe lows while in auto mode. The customer had a blood glucose of 39 mg/dl at the time of one of the incidents. The caller stated the pump log only shows a blood glucose of 179 mg/dl. The caller did not have further information on the incidents. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and was automatically adjusting insulin delivery during the events. Troubleshooting was not completed. The insulin pump will not be returned for analysis.